Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis/occlusion are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2017. At index procedure ((B)(6) 2017), the patient presented with a de-novo occlusion of the segment involving the middle to distal third of the sfa in the right leg. One 6.0 x 100mm biomimics stent was implanted. On (B)(6) 2020 an event of occlusion was identified . This event was described as"not related" to either the device or procedure. Percutaneous intervention is required on the target vessel including the target lesion. A clinically driven target lesion revascularisation is planned but had not taken place at the time the patient exited the study on (B)(6) 2020. The outcome of the event is described as "continuing". The device remains implanted.